Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of severe degenerative disc disease at l4-5 with instability and severe spinal stenosis, failed back surgery. The patient underwent following procedures: l4-5 posterolateral spinal fusion. L4-5 posterior instrumentation, legacy 5.5 titanium with hextend crosslinks. Left iliac crest graft supplemented with local bone graft and two large rhbmp-2/acs kits. Tlif procedure at l4-5 cage, titanium. Smith peterson osteotomy, l4-5. Per op notes, .."rods were placed times two. The left iliac crest was identified ... The case was turned over to the spine service. The surgeon had tubularised the bmp and an acs sponge. They used two large rhbmp-2/acs kits. Then they left 3-4 mg dose to use anteriorly in the disc space. ... The disk material was removed and the disk space was sized up to 15 mm ..autograft was placed anteriorly , along with a 1 mg dose of acs sponge. Then 3 mg was placed in the cage and covered with autograft, and each one of the interstices of the cage to prevent any extravasation. A 15 mm cage was placed on the inserter and tapped anteriorly and moved to the frontal of the disc space. The plugs were sheared off. Crosslinks was placed and tightened.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.